Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment and the treatment was cancelled. The patient removed the supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient found moisture within the pump module the next day and wiped the inside of the cycler with a sterile wipe. The patient is now continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment and the treatment was cancelled. The patient removed the supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient found moisture within the pump module the next day and wiped the inside of the cycler with a sterile wipe. The patient is now continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.